Manufacturer narrative:
Date sent to the FDA: 3/25/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for the adverse event which occurred on (B)(6) 2011. (B)(4) submitted for the adverse event which occurred on (B)(6) 2011. (B)(4) submitted for the adverse event which occurred on (B)(6) 2012.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent right inguinal hernia repair surgery on (B)(6) 2011 during which the surgeon noted the mesh was freed up from the cord structures and partially removed. The floor of the inguinal canal which was created by the previous mesh was found to be patulous and bulging. It was reported that the patient underwent hernia repair surgery on (B)(6) 2011 during which the surgeon noted the previously placed mesh encountered and noted to have separated from the pubic tubercle. The mesh was reapproximated inferiorly to the public tubercle with sutures. It was reported that the patient underwent bilateral inguinal hernia repair surgery on (B)(6) 2012. It was reported that the patient experienced severe chronic and acute groin pain, mesh migration, stress and anxiety. No additional information was provided.